Event description:
It was reported that the customer stopped using the insulin pump due to infusion sets does not stay in and creating knots on her stomach. Customer stated that she is back on shots. Customer reported that she had hypoglycemia and emergency medical technician would come to her house multiple times to take her to emergency room. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.